Manufacturer narrative:
The customer¿s report that there was a bulge in the silicone segment was confirmed. During visual inspection it was noted there were no holes/tears in the tubing or damages to the components and that clear liquid was observed inside both of the set¿s tubing and drip chamber. Functional testing showed no anomalies. Finally the set was attached to an air pump and completely submerged in warm water. A balloon was observed at 12 psi. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The balloon is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that an infusion of normal saline was programmed at an unspecified rate on (B)(6) 2019. The user observed a bulge in the silicone segment, there was no IV push medication given prior to the event or an imaging/CT. The customer stated that there was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an infusion of normal saline was programmed at an unspecified rate on (B)(6) 2019. The user observed a bulge in the silicone segment, there was no IV push medications given prior to the event or an imaging/CT. The customer stated that there was no patient harm.